Manufacturer narrative:
One medfusion® 3500 syringe infusion pump was returned for investigation. Visual inspection revealed the device to be in poor conditions; the top case was cracked down from the tubing guides. A review of the device event history log found that a check clutch/plunger lever error had occurred. Further review of the device event history log found that the clutch lever had been released during an infusion. During functional flow and occlusion testing, the check clutch/plunger lever error could not be duplicated. Investigation determined that the check clutch/plunger lever error was a result of the clutch being improperly released during an infusion. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.

Manufacturer narrative:
The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that a medfusion® 3500 syringe pump had a check clutch and plunger error. No patient injury was reported.